Event description:
The caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The technical support representative educated the caller on completing the cartridge air removal step and using room temperature insulin. The caller acknowledged and understood these instructions. Technical support also guided the caller through filling and loading a new cartridge on the pump.